Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: sion, whisper ms; guide cath: profit jl3.5; stent: xience v 3.0 x 23. The mini trek is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. Resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Stent damage was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the mini trek rx 2.0 x 20 mm balloon was delivered to the proximal and mid left anterior descending artery (lad) and was used to performed pre-dilatation at the proximal lad. However, a dissection occurred and no reflow was noted. A xience v 3.0 x 23 mm stent was successfully deployed to treat the dissection, also restoring the flow to the vessel. Then, a xience v 2.5 x 28 mm stent was delivered toward the mid lad without issue. However, the stent delivery system (sds) was advanced distal to the lesion, and when the sds was pulled for positioning, the proximal end of the stent became flared, as it became stuck with either the implanted stent in the proximal lad or the tip of guiding catheter, which had been deeply engaged. The sds was unable to be removed. The sds was able to be retracted, as a unit with the guiding catheter, as far the radial artery. Surgery was performed to retrieve the catheter from the radial artery. A new xience v stent was advanced from the femoral artery and successfully deployed in the mid lad to complete the procedure. No adverse patient sequela was reported. No additional information was provided.